Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5125486, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had lost of coverage due to lead migration. The patient underwent a revision procedure wherein leads were repositioned. The patient was doing well postoperatively.